Manufacturer narrative:
The account indicated the bed has been repaired and put back in service but was not sure what was done to repair the bed.

Event description:
The accounts maintenance stated if the casters on the bed are pointing head to foot, they will lock into place when the brake is pushed but if they are pointing side to side, they will not lock into place.